Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had out of box failure and fails occlusion pressure & occlusion calibration test. There was no patient involvement.

Event description:
It was reported that the device had out of box failure and fails occlusion pressure &occlusion calibration test. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had fails occlusion pressure &occlusion calibration test was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a device that failed occlusion pressure & occlusion calibration test was not confirmed or replicated during laboratory testing. The suspect pump modules were attached to a known-good dchu pcu and both were powered on. The pump modules were selected and programmed for ¿basic¿ infusion at the rate of 500ml/hr with a volume to be infused (vtbi) of 1000ml (infusion duration of 2 hours). The infusions then started. The infusions were completed successfully. Light pressure was applied to the bottle and patient side pressure sensor pads. The voltage increased to a maximum of 4.9 volts for both pressure sensors. This test was made a total of three (3) times, after each release, both pressure sensors returned to their original voltage value. The pump module (s/n (B)(6)) error logs showed no errors recorded. The event logs showed that it was attached to a pcu in maintenance mode on 30sep2025. The pump module (s/n (B)(6)) error logs showed an error code 240.4150 on 29sep2025at 11:52 am. The event logs showed that it was attached to a pcu in maintenance mode on 29sep2025. The pump module (s/n (B)(6)) error logs showed no errors recorded. The event logs showed that it was attached to a pcu in maintenance mode on 25sep2025. The pump module (s/n (B)(6)) error logs showed no errors recorded. The event logs the event logs showed that it was attached to a pcu in maintenance mode on 30sep2025. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause for the reported issue of the devices failing occlusion pressure & occlusion calibration test was identified to be due faulty pressure sensors on the pump modules (s/n (B)(6) and (s/n (B)(6). The returned devices were evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had out of box failure and fails occlusion pressure &occlusion calibration test. There was no patient involvement.